Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel dissection). Device UDI lot/serial: 17502271, UDI: (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic and common iliac artery aneurysms using gore® excluder® aaa endoprostheses. Prior to the initial procedure, chronic total occlusion (cto) had existed in the patient¿s right external iliac artery. Additionally, pre-existing calcification and stenosis were revealed in the patient¿s left leg, from the left external iliac to the left femoral arteries. Vessel diameters of the left external iliac artery was 4.5mm ¿ 5.0mm. Pre-dilation of the left external iliac artery was performed, and a 16-fr gore® dryseal flex introducer sheath (dsf1633/17580483) was inserted into an intended position. Then, the cto lesion in the right external iliac artery was also dilated, and a 12-fr gore® dryseal flex introducer sheath (dsf1233/17502271) was advanced. Trunk-ipsilateral leg and contralateral leg components were advanced and deployed from the left side, followed by contralateral and iliac extender components being implanted in the right side. Upon withdrawal of the sheaths, vessel dissection was revealed in the bilateral external iliac arteries. Also, ischemia of the patient¿s left lower extremity was confirmed. It was reported by the physician that the 16-fr sheath could have contributed to the ischemia of the left lower extremity. Vascular stents were implanted to repair the bilateral vessel dissections. The patient tolerated the procedure.